Event description:
It was reported during a laparoscopic cholecystectomy the round, white gasket from a 511sd fell into the pt's abdomen. 10/24/97 the gasket was retrieved from the pt's abdomen. It is unknown how the case was completed.